Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that the patient experienced a skin reaction under the sensor patch adhesive on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as red skin under the patch area. Patient has been experiencing the skin reaction for one day. Patient treats the affected area with prescription (B)(4) cream. Date of prescription and medical intervention is unknown. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).